Event description:
Received a copy of the customer's medwatch report from FDA which states, ¿upon returning from an MRI visit with patient, the nurse turned on the alaris pcu 8015 model and received communication interface board error notification on point-of-care unit (pcu) screen. The nurse selected confirm on the error message and was taken to the no guardrails rate volume to be infused (vtbi) screen. No options were given to nurse to choose guardrails infusions. Nurse proceeded to manually program rate and vtbi for patient medication without guardrails. Incorrect rate and volume were programmed, and without guardrails no notice was given from the pump to check its programming. Pump proceeded to infuse at an incorrect rate. Bag was noticed empty upon air in line alarm 30 minutes after start of infusion. Nurse notified management who assisted in removing pump from service and notifying biomedical engineering for pump analysis. It was confirmed that this pump had been giving network communication interface board error 5 times before without any reporting from staff due to misunderstanding of the error message meaning and criticality. Nursing staff was confused due to green coloring of error message, which is very similar to the non impactful "preventative maintenance" notification that appears annually. Biomedical engineering pulled event logs, error logs, preventative maintenance logs, and activity logs for the 8015 pcu in question. It was noticed in review that the network configuration was not re-added to this pump following version 12.1.3 upgrade. Biomedical engineering alerted bd to assist in troubleshooting the error message. They confirmed that adding that transferring the network configuration from the alaris system maintenance software to the device would resolve the issue. Biomed completed this network transfer, and the pump connected to the wireless network to download the drug library."

Event description:
Received a copy of the customer's medwatch report from FDA which states, ¿upon returning from an MRI visit with patient, the nurse turned on the alaris pcu 8015 model and received communication interface board error notification on point-of-care unit (pcu) screen. The nurse selected confirm on the error message and was taken to the no guardrails rate volume to be infused (vtbi) screen. No options were given to nurse to choose guardrails infusions. Nurse proceeded to manually program rate and vtbi for patient medication without guardrails. Incorrect rate and volume were programmed, and without guardrails no notice was given from the pump to check its programming. Pump proceeded to infuse at an incorrect rate. Bag was noticed empty upon air in line alarm 30 minutes after start of infusion. Nurse notified management who assisted in removing pump from service and notifying biomedical engineering for pump analysis. It was confirmed that this pump had been giving network communication interface board error 5 times before without any reporting from staff due to misunderstanding of the error message meaning and criticality. Nursing staff was confused due to green coloring of error message, which is very similar to the non impactful "preventative maintenance" notification that appears annually. Biomedical engineering pulled event logs, error logs, preventative maintenance logs, and activity logs for the 8015 pcu in question. It was noticed in review that the network configuration was not re-added to this pump following version 12.1.3 upgrade. Biomedical engineering alerted bd to assist in troubleshooting the error message. They confirmed that adding that transferring the network configuration from the alaris system maintenance software to the device would resolve the issue. Biomed completed this network transfer, and the pump connected to the wireless network to download the drug library."

Manufacturer narrative:
A follow up report will be submitted with investigation results should the device be repaired or the device/logs be received for evaluation. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer. Device was not returned to manufacturing facility.